Event description:
The pt had his catheter explanted because of a '(B) (6) infection a little while ago." They stated that a culture may have been taken but the stain/results were unk. The pump was not explanted. He was being treated with 'vancomycin' via IV and 'gentamicin' in the pump but was told that the drug is only stable for one week, so they may need to do a few drug changes. The gentamicin in the pump was stated to "prevent seeding of bacteria." Also they will use 'sterile saline' in the pump for a couple of weeks. The treatment will be over a course of approximately 6 weeks. The catheter had not been returned to the manufacturer as far as they were aware of. It was stated that they wanted to "preserve the pump so that she can re-connect a new catheter to it once the infection clears so that the pt can resume itb therapy." The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).